Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump¿s button had to press more than once and when customer screwed in a new reservoir in the cartridge it was loose or not secure. Customer stated that the insulin pump had rejected new battery alarm and low reservoir alarm. Customer also mentioned that the backlight did not work, insulin pump was slower and louder during rewound process and also it had diminished battery life alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.